Event description:
It was reported by service report that the stool brakes are not functioning. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results (other) - brake foot.